Event description:
It was reported during the procedure that the patient's right ventricular (rv) lead was attempted but not used due to high lead impedance. It was also indicated that there was no current of injury. Another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.